Event description:
It was reported that the patient experienced an urethral erosion with his inflatable penile prosthesis (ipp) device. A first surgery was performed to remove the cylinder that eroded. After some time, the patient underwent a second surgery in which the remaining cylinder and pump were explanted and replaced. The physician decided to use the same reservoir that was already implanted. There were no patient complications.

Manufacturer narrative:
Event date. Exact date of event is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.